Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for positive flow verify during testing. The device had been recalibrated. The device passed all the tests.